Event description:
Patient reported infusion device displaying "377" and beeping. She replaced the power pack and the infusion device functioned properly. Pt indicated that the power pack had been in use for over one month at the time of the event. Company records indicate patient successfully received notification of power pack recall. She did not report any physiological effects associated with this issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Patient stated that power pack was discarded, therefore, it will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.